Event description:
(B)(4). This is a non-serious spontaneous case report reported by a physician regarding 3 pts that received poly-l-lactic acid (sculptra) injections on the neck and face region, and presented with edema on injection site, redness on injection site and "small balls" on injection site. The reporter refused to provide further information; therefore, no additional data is expected. Reporter's causality: not specified.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Please see additional cases that were reported by the reporter: (B)(4). Addendum for follow-up information received on (B)(6)-2009: new local case number assigned (B)(4).